Event description:
The customer reported that following a ptca/stent procedure on sept 14, 1999, a vasoseal es was deployed. Prior to deployment a small hematoma was noted at the site as well as some oozing following non-occlusive hold post procedure. Hemostasis was achieved and the pt was examined later that afternoon with no problems noted. On the morning of 09/15/1999 the pt complained of severe pain in the right groin. However, the pt was not instructed to return to his bed nor was the physician notified. Later that morning a unit nurse notified the cath lab nurse to come back and check on the pt. A large hematoma was noted which spread into the abdomen and down the leg into the scrotum. Manual pressure was applied and the hematoma was contained as long as manual pressure was applied, but co was unable to achieve hemostasis. The pt was immediately taken to surgery and a blood clot was evacuated. A urologist was consulted to examine the pt for another blood clot located in the right testicle and penis. The pt was transfused and discharged from the hosp on 09/17/1999. The pt returned to the hosp on 09/20/1999 with a hematocrit of 20, although no bleeding was found with ultrasound. The physician is evaluating the pt for a possible coagulopathy. No further complications were reported.